Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted in order to treat stress urinary incontinence, cystocele, and urethral hypermobility. It was reported that following insertion the patient experienced pain in vaginal area, recurrence of incontinence, dyspareunia, and vaginal scarring. It was reported that the patient was hospitalized for resuture of vaginal incision on (B)(6) 2001 and (B)(6) 2001 due to mesh exposure and had fundoplication surgery in ~2006. It was reported that the patient underwent mesh removal on (B)(6) /2008 due to mesh exposure resulting in vaginal pain and recurrent stress urinary incontinence and implantation of advantage system. No additional information was provided. (B)(4).